Manufacturer narrative:
(B)(4) fiber broke. (B)(4). One flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. Examination under magnification confirmed that the fiber tip was unused. The fiber was fractured approximately 11cm from the distal tip and the fracture was held together by the green coating. There was no damage noted to the fiber face within sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. Aiming beam was exiting the break in the fiber, as a result effective laser transmission was not measured. Damage was caused to the device without direct patient contact. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was to be used for a procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, the laser fiber body was noted to be bent. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.